Event description:
It was reported that the device was used during a prostatectomy, when they were going to use the clip, it did not form correctly. Another device was opened and the procedure was completed without consequence to the pt.